Manufacturer narrative:
At this time no conclusions can be made. We have reached out to the author to gather more insight about these cases and pt outcomes. If add'l info is provided a follow up report shall be filed. As stated in the article hydrocephalus is a known potential complication of hemispherectomy surgery. Product identifiers are not available and mfg lot records review could not be performed. See the following MDR's for info related to the other four cases. MDR 1213643-2014-00256. MDR 1213643-2014-00257. MDR 1213643-2014-00258. MDR 1213643-2014-00259.

Event description:
The review of an article published (fifty consecutive hemispherectomies: outcomes, evolution of technique, complications, and lessons learned) noted five (5) cases in which avitene (haemostatic agent) was used on pts treated for hemispherectomy who developed post-op hydrocephalus. The article also reports four (4) other pts who were treated with avitene with no complications as well as six (6) other pts who developed post-op hydrocephalus when avitene was not used. As stated in the article hydrocephalus is a known potential complication og hemispherectomy surgery. The author reports that during the study he discontinued use of haemostatic agents in all cases involving ventricular exposure due to the possibility for inflammatory response.